Manufacturer narrative:
The pump gave a motion sensor test alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, no delivery, and displacement tests due to the alarm. The pump passed the idle current and run current tests. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motion sensor test failure alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she received the alarm when she tried to rewind the pump and refill the reservoir. The customer could not navigate into the rewind process without getting the alarm. The customer will be sent a replacement pump.